Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker issue and no further information was provided at the time of report. No adverse event involving patient or user was reported.